Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medium clamp was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
The clamp was returned for analysis and it was found that the adjustment screw heads on the clamps are all damaged. These screw heads are rounded out with tool marks around the outside edge. If information is provided in the future, a supplemental report will be issued.